Event description:
A talent thoracic stent graft system was inserted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported as excessively tortuous and mild calcification. It was reported that during insertion of the delivery catheter, the physician used excessive force due to the severe tortuousity and the delivery catheter kinked. The device was removed from the pt and discarded by the user facility. The conduit was used and a new device was inserted and deployed successfully. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results and conclusions: excessively tortuous vessels.